Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital rep that the pt had been admitted for gi bleed for 5 days and was discharged. A capsule study was performed and packed red blood cells (prbc) transfused. Hemoglobin was normal post transfusion.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a specific cause for the reported gi bleed, and a correlation to the device could not conclusively be determined. The patient remains ongoing on lvad support and no further related issues have been reported. Bleeding is listed in the device¿s instructions for use (IFU) as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received from the vad administrator noted that the patient became stable with no re-bleed and the event was not device related.